Manufacturer narrative:
The device was evaluated by olympus. The evaluation found ¿image flicking" was confirmed. The cable was identified with a kink/knot, which was causing the flickering image. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the image on the high definition autoclavable camera head was flickering. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. See updated section b5.

Event description:
Additional information was received from the customer. The issue was detected before the procedure. Procedural information was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the reported flickering image was confirmed, and found to be due to a faulty cable; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.